Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The interior svc (superior vena cava) and the interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save-to-disk (s2d). No evidence of high impedance or noise on any lead circuit. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a device replacement procedure, both right ventricular and superior vena cava (svc) connectors were bent in an almost ninety degree angle when disconnecting the old device. When connecting the new device and placing the device and leads in the pocket, the rv and svc coil impedances were high and noise was also observed. It was noted that there was a confirmed fracture. The rv lead was explanted and replaced with a new rv lead. During explant of the rv lead, the patient experienced a ventricular fibrillation (vf) episode which was terminated by an external defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.